Event description:
A complainant reported when automated impella controller (aic) was turned on, a message was displayed indicating that the controller was faulty. Aic was replaced and there was no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. On the complaint date, immediately after the initial console boot-up, an "optical sensor lamp defective - controller error" occurred, confirming the reported failure mode. The console was then shut down and restarted twice, and the event reappeared each time. Analysis of the long term log and real time log data showed that, during the event, contrast values fluctuated between -3000 and 3000, and the signal-to-noise ratio was near zero. This indicated that light was not reaching the optical bench detector. This console was tested. They were unable to reproduce the reported failure by power cycling the console. Voltage from the power battery manager at connector (j3) was 4.9 volt (v). The voltage on the optical bench lamp connector (p4) was 4.8v, and the lamp resistance was 5.1 ohm as well as the 5s testing showed the light output passing the required specification and the lamp was visibly outputting light. The root cause for the controller error (defective optical sensor lamp) was most likely due to the defective optical bench or the lamp assembly. D.9 revised date as it was previously entered incorrectly on initial manufacturer device report number 1220648-2025-25984. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25984 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact fax number as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-25984.